Event description:
Following a knee replacement surgery on (B)(6) 2010, a patient reported a loss of therapeutic effect. The patient had last recharged their device a week prior to the knee surgery, and noted that she had not been able to get a reading on her stimulation device since the surgery. The patient was also in a car accident on (B)(6) 2010. During the car accident, the patient felt a jolt throughout her body. The patient seen a physician following the car accident, however, her implanted device was not checked. The patient was planning to have her device reprogrammed by a company rep. The pt's outcome was not reported. Add'l info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).